Event description:
Follow-up information was received on 02-mar-2021: the patient informed that in germany she was helped by a lipofilling, on (B)(6) 2021, and that she was waiting for the final results. The outcome of the events remained unchanged.

Event description:
Follow-up information was received on 18-jan-2021: as reported, the patient thought she was injected in luxembourg, by a french physician who travelled across the border to treat patients. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, fibrosis (injection site fibrosis), was deemed to meet the serious injury criteria of permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a luxembourger consumer and concerns a female patient. She was injected with radiesse®, in 2008. After the treatment with radiesse®, the patient experienced lumps and bumps (reported as lumbs and bumbs). As reported, some corrective treatment was done and the patient only knew hyaluronidase. The patient did not like the result and said that the product was injected superficially. Years after the radiesse® injection, the patient had a facelift and everything was nice and fine until 2 years after the surgery. The patient went back to see her surgeon who said she had fibrosis due to the radiesse® injection. Corrective treatment was performed, but the patient did not know what, just cortisone injections. The patient further consulted several national and international dermatologists and was told that radiesse® was the problem. The patient wanted a physician to see what the cause of her problem was and how to resolve it. The patient was going to have an appointment with a physician, on (B)(6) 2021. At the time of this report fibrosis was still existing. The outcome of the event fibrosis was reported as not resolved. The outcome of the event lumps and bumps was unknown.